Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2025-03119. The investigation findings will be captured under there.

Event description:
The patient did not suffer from right heart failure pre-left ventricular assist device (lvad). Diastolic dysfunction and worsening tricuspid regurgitation led to the onset of right heart failure, which was further exacerbated by septic shock. The patient experienced shortness of breath and dyspnea. They received tricuspid valve replacement (tvr), thrombectomy at the aortic valve position, continuous renal replacement therapy (crrt), continuous intravenous administration of catecholamines, endotracheal intubation and mechanical ventilation, along with veno-venous extracorporeal membrane oxygenation (vv ECMO).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced right heart failure with peripheral edema. Although this was not considered to be device related, it could not be ruled out. This occurred after ventricular assist device (vad) application.